Event description:
Per respiratory tech, ventilator switched to battery mode and displayed "compressor inoperates". Informed to tech, the compressor is not working on battery mode. Charged unit. Performed flow sensor calibration, extended self test (est) and short self test (sst). Verified all function and operation test.